Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
An impella cp was placed via the femoral artery to support the 73 year old male patient who had been admitted in with acute myocardial infarction and cardiogenic shock, presenting in scai stage e shock. The patient was on inotropes, vasopressors, and a vent for respiratory needs. The underlying medical history was not shared. After the pump was placed the patient was sent to the ICU for continued hemodynamic monitoring. When in the ICU the pump had suction alarms that prompted the team to drop the p level and infuse volume of 1 liter of normal saline. The pump remained on for support however there were placement signal low alarms and the team noted the patient condition to be deteriorating. The echo imaging was called for/requested to evaluate the pump position. The pump alarmed when CPR was ongoing. 3 rounds of CPR failed even though the imaging revealed the pump to be in appropriate position. The patient expired after less than 5 hours of support. The death is conservatively being reported although an unlikely contributing factor to the death, and more likely the patient's presenting native critical condition as presented in scai stage e.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Additional information: the following information was received: the placement signal low alarm was expected, and the placement signal readings were correct. Investigation summary: cardiac arrest/hypotension: the cause of the injury was not determined due to insufficient clinical details. False alarm: since neither data logs nor product were returned for investigation, the cause of the false alarm could not be determined. Low pump flow: since neither product nor logs were available for investigation, the cause of the low pump flows could not be determined.